Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg; implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient experienced complete heart block and an arrhythmia during a one day postoperative evaluation of their newly implanted implantable pulse generator (ipg). The evaluation showed that the right ventricular (rv) lead exhibited increased thresholds and was unable to continuously capture so a temporary pacemaker wire was implanted until a lead revision could be performed later. During the rv lead revision, all the leads were tested with the analyzer prior to reconnecting them to the ipg. The rv lead thresholds were confirmed stable. The leads were reconnected to the ipg, but the device failed to capture. The ipg was then explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.